Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 3000 aortic valve was explanted after an implant duration of 7 years and 4 months, due to 2 cusps immobile and frozen with severe stenosis. The explanted valve was replaced with a 25mm non-edwards porcine valve. Per medical records: the patient underwent redo avr, intraoperatively, the bioprosthetic valve had 2 cusps which were immobile and frozen in place. The valve was excise without difficulty and a non-edwards 25mm mosaic ultra porcine valve was implanted in replacement. The patient tolerated the procedure well and went to the ICU in stable but critical condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to the event.